Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft on the delivery device fractured. The physician was attempting to advance a taxus express2 3.0 x 16 mm drug eluting stent across a 95% stenotic lesion in the 90% moderately calcified lesion in a mildly tortuous rca, when the shaft of the catheter broke while still outside the pt's body. The procedure was completed using a different taxus device. There were no reported pt injuries or complications.